Manufacturer narrative:
Manufacturer report no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported false air in line alarm, which was not reproduced. The alarm was confirmed through a review of the event history log. Internal investigation found evidence of fluid intrustion on pins 37-40 which can cause the reported symptom. The upstream sensor was replaced.

Event description:
It was reported that a spectrum pump "continuously reads air in line" message. . It was also reported there was no patient injury.